Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a loose connection, during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had a loose connection during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3 and h2. This report was found to be a duplicate of an event already reported in MFR report # 9610773-2024-32130 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.